Event description:
It was reported that during normal follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate hv therapy. Physician elected not to make recommended programming changes. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.